Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was capped due to high out range impedance with intermittent capture at high outputs. New lead was implanted. No additional adverse patient effects.